Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that on (B)(6) 2010, the patient underwent a posterior lumbar decompressive laminectomy l3, l4 and l5, with facetectomies for decompression, discectomy at l3-4 and 4-5, placement of interbody cages l3-4 and 4-5 using the a cage system, posterior spinal segmental instrumentation l3, 4 and 5 using pedicle screw system titanium, posterolateral arthrodesis of l3-4 and 4-5 and right iliac crest bone graftharvest through a separate fascial incision of morselized bone graft along with intra-operative use of c-arm fluoroscopy and intraoperative monitoring. On (B)(6) 2010, patient presented 1 day post op for view of lumbar spine which reveal postoperative appearance, surgical procedure extends from l3 to the l5 level. Intrapedicular screws are present, metallic densities and disc spaces l3-4, l4-5, and calcification of the distal aorta and iliac vessels."

Event description:
On (B)(6) 2010 the patient underwent a lumbar fusion procedure in which rhbmp-2/acs, graft, 22 mm x 12 mm spacers, screws, pre bent rod, cross links, break off set screws were implanted at back. On (B)(6) 2010 the patient was discharged from the hospital.

Event description:
It was reported that on (B)(6) 2010: the patient presented with complaints of lower back pain. The patient was noted to have facet tenderness. The pain radiates from his back into his hips and into his legs. The patient has weakness in his legs and decreased sensation and reflexes. MRI shows a disc herniation at l3-4 and an annular tear at l3-4 and l4-5 with discogenic findings. On (B)(6) 2010: the patient presented with cervical, thoracic, and lumbar pain. On (B)(6) 2010: the patient underwent a posterior lumbar interbody fusion of l3-5 with a right iliac crest bone graft. On (B)(6) 2010: the patient presented for an incision check. It was noted the incision was draining puss. It was also noted that the right side of the back looked spongy. There is some redness with draining. There is spinous process tenderness in the lumbar spine at l4-5 and l5-s1. Diagnosis: low back pain secondary to disc herniation. On (B)(6) 2010: the patient presented with complaints of low back pain. On (B)(6) 2010: the patient presented for x-rays of the lumbar spine with a history of low back pain and spinal stenosis. Noted, there was mild degenerative disc disease at the l1-2 through l5-s1 levels with marginal spurring similar to previous. On (B)(6) 2010: the patient presented with constant lumbar pain. X-rays show his construct in good position. The patient's drain came out and small signs of infection were resolved. Non fusion issues related to his previous cervical fusion could be why he has kyphosis and developing disc disease which is not uncommon after this type of procedure and may be causing the patient's intrascapular pain. On (B)(6) 2010: the patient presented for a cervical MRI with a history of neck pain and radiculopathy. Impression: the patient has degenerative changes with most pronounced diffuse disc protrusion and degenerative changes of vertebral endplates to the right at the c6-7 disc level with some resultant spinal canal stenosis and then degenerative narrowing of the c6-7 neural foramina bilaterally. There is borderline narrowing of the spinal canal noted at the c4-5 level with otherwise degenerative narrowing of the c4-5 and c5-6 neural foramina. On (B)(6) 2010: the patient presented with cervical and lumbar pain. On (B)(6) 2010: the patient presented with lumbar pain. Diagnosis: low back pain. On (B)(6) 2011: the patient presented with lumbar pain and a vas score of 8. Diagnosis: neck pain secondary and low back pain. On (B)(6) 2011: the patient presented with lumbar aching pain with a vas score of 6-7. Diagnosis: low back pain. On (B)(6) 2011: the patient presented with complaints of low back pain. He also has numbness and tingling in bilateral hands, feet, and legs. Vas pain score: 5. The patient had shortness of breath and chest pain. The patient also had heartburn, depression, suicidal ideas and memory loss, and insomnia. The patient does have spinous process tenderness in the lower back and he is very tender over his hardware. The patient has full range of motion with pain upon extension, flexion, right or left lateral rotation. Impression: lumbar disc herniation with radiculopathy. On (B)(6) 2011: the patient presented with complaints of back pain that radiates down his left leg and into his left foot with numbness and tingling. Pain score: 4. Exam found there is lumbar and thoracic spinous process tenderness and palpable spasms and reduced rom in lumbar with pain up in the thoracic. The patient is not able to heel and toe walk. The patient's sensation to pain and light touch is diminished more in left le. Deep tendon reflexes in the knees, ankles, biceps, and triceps are absent at ankles. Impression: lumbar disc herniation with radiculopathy and failed back syndrome. On (B)(6) 2011: the patient presented for an MRI of the lumbar spine without contrast. Impression: there is mild degenerative right posterolateral bulging disc is noted at the l2-3 disc level. There is also mild degenerative narrowing of the right l2-3 neural foramen. On (B)(6) 2011: the patient presented with complaints of back pain that radiates down his left leg and into his left foot with numbness and tingling. Patient reports having trouble sleeping because of pain. Pain score: 4. Exam found lower back tenderness and spasm. Impression: cervical disc disorder with radiculopathy.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Review of radiographic images found as follows: on (B)(6) 2010 lumbar fluoroscopy shows interoperative film. Pedicle screws have been placed unilaterally at l3, l4 and l5 with interbody cutter seen within the l3/4 disc space. On (B)(6) 2010 lumbar spine series follow up x-rays show final construct with bilateral screws with crosslink spanning l3, l4 and l5. Capstone spacers have also been placed at l3 and l4.